Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. A triclip was implanted successfully between the anterior and septal leaflets. A second triclip was attempted to be placed between the posterior/septal leaflets. The clip became entangled with the chordae but was able to be removed through troubleshooting. While attempting to grasp the leaflets, the grippers could not function. Troubleshooting was attempted unsuccessfully. The clip was removed and the procedure was discontinued without implanting any additional clips. The final mr was grade 1. Post-procedure examination of the device showed that the gripper lines appeared to be torn. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
Returned device analysis did not confirm a gripper line break as the gripper line was observed to be intact; however, it was noted that both the gripper lines were separated from the l-lock shaft. The gripper actuation issue with both the grippers, however, were confirmed. The reported difficult or delayed positioning-anatomy during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. Additionally, based on available information and analysis of the returned device, the reported gripper line break appears to be related to the user interpretation of the gripper line separating from the device. The reported gripper actuation issue ¿ both, however, was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in gripper actuation issue to be related to a potential product quality issue. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be related to manufacturing variability. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.